Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was explanted from a deceased patient. The physician had a difficult time unscrewing the lead from the connector and expressed concern.